Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -9.5/+2.0/076 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was repositioned because the patient began experiencing lens rotation not associated to a low vault. On (B)(6) 2017 the lens was exchanged for a larger lens. The problem was resolved. As of the date of MDR submission the lens has not yet been returned for evaluation.

Manufacturer narrative:
Lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens with red and clear residue on lens surface. (B)(4).